Manufacturer narrative:
It is likely that the cup shifted (abducted), introducing an abnormal loading pattern on the femoral construct. Regardless of the cause of the cup angle, the extreme angle introduces more varus loading on the femoral stem than usual. The explanting surgeon reports that femoral stem was easily removed which likely indicates poor bony ingrowth of the femoral stem. The patient is a smoker, and smoking has been linked to poor bony ingrowth, which may have contributed to the cup malposition and femoral stem malalignment. According to the article "smoking and musculoskeletal health" from the american academy of orthopedic surgeons, smokers experience higher rates of complications after surgery compared to nonsmokers. Nicotine in cigarettes slows the production /of osteoblasts, the cells responsible for bone formation, resulting in inadequate bone growth around the implant. The submission of this emdr was delayed due to the signup process coinciding with the transition from esg platform to esg nextgen platform. Despite opening multiple tickets and seeking assistance from both the esg help desk and esgng support, theken companies did not receive responses to all of our questions. Additionally, (B)(6), from the brunswick, ohio u.s. Food and drug administration, were consulted for guidance on resolving the signup issues. It was advised to send a paper MDR to the center for devices and radiological health, which is not usually accepted, but was done to meet the deadline.

Event description:
An insitu femoral stem was revised. It is likely that the cup shifted (abducted), introducing an abnormal loading pattern on the femoral construct. Regardless of the cause of the cup angle, the extreme angle introduces more varus loading on the femoral stem than usual. The explanting surgeon reports that femoral stem was easily removed which likely indicates poor bony ingrowth of the femoral stem.